Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on an unspecified date, the patient's lactate dehydrogenase was 1800 u/l and inr was 2.9 (goal is 2-3). The patient was administered IV heparin without results. On (B)(6) 2016, the patient's pump was exchanged due to suspected thrombus.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump. The evaluation of the pump revealed a pink, soft deposition on the outlet stator. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator; however, the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump; however, the deposition was partially obstructing the blood flow path and could have contributed to the suspected thrombus and elevated lactate dehydrogenase (ldh). Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: on (B)(6) 2016, information was received from the hospital personnel stating that the patient did not exhibit any symptoms prior to the pump exchange. The patient's lactate dehydrogenase level was 1800 u/l, and inr was 2.9. The patient's inr is checked weekly and the patient's inr goal is 2 to 3. The center attempted heparin infusion without result. Log files were not submitted for evaluation. The patient is currently doing well.